Event description:
The customer indicates the display intermittently goes blank. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service duplicated the complaint. When the device is shaken, the display will intermittently go off and on. The cause of the failure is due to open foil runs internal to the display cable (result code 423) causing an intermittent open (result code 122). When the device is moved or shaken, these foil runs will open and cause the display to go blank. The cause of the failure is inconclusive. Replacement of the cable resolved the issue. Once the cable was replaced, the device performed to specifications. Upon completion of the repairs, the device passed all release testing and was returned to the customer.